Event description:
Additional information was received that the pain has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-31527. 3006705815-2020-31529. It was reported that following an implant procedure on (B)(6) 2020, the patient experienced post-operative pain and a fever. The patient was administered narcotics. As a result, surgery occurred to explant the system to address the issue.